Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis.

Event description:
A site representative, sterile processing technician, reported an open spine clamp was damaged and unusable. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.